Manufacturer narrative:
A bci field service engineer (fse) powered up the unit with the covered removed and did not note evidence of burning or overheating. Fse ran through mechanical movement and no errors were noted. No further inquires been made in regards to this issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a burning smell coming from the immage immunochemistry system. The customer shut down the system no affect to any personnel, no smoke was reported.